Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch ultraeasy meter would not power on. The complaint was classified based on the customer service representative¿s (csr) documentation. The patient did not recall when the alleged power issue began. The patient manages her diabetes with oral medication (metformin, 500 mg 2 times a day), diet, and exercise and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. On (B)(6) 2014 at 8:00 pm. The patient stated she ¿blacked out.¿ on (B)(6) 2014 at 5:15 am. The patient stated ¿she woke up after recovering from black out this morning¿ and then ¿fell asleep again normally.¿ at 8:00 am. The patient stated she woke up when the ¿carer¿ arrived. The patient stated she explained what happened to the carer, so they tested the patient¿s blood glucose on another device (unknown type) and obtained a result of ¿38.0 mmol/l.¿ the carer called the patient¿s diabetic nurse and was advised to ¿do two hourly blood glucose checks and if the readings did not drastically reduce then to give the customer extra metformin and to call the ambulance¿. It is not known what medical treatment, if any, the patient received. At the time of troubleshooting, the csr documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.